Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt had reported the charging system and the pt programmer were not turning on. Replacement external devices were sent to the pt. The sjm rep followed up with the pt to determine if she had rec'd the devices. The pt reported, the physician had explanted the scs system. The pt reported, she did not want the system inside her any longer.